Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision surgery with mentor memorygel, 275cc silicone breast implants which the patient reported the following: having fewer, hair loss, her implant has changed shape and distorted and its moving around just a little bit and she can noticed it sometimes when she sleeps her bra isn't as comfortable as it used to be and it hurts a little bit, and it has gotten lower than before. She indicated red scarring, and that all her symptoms are happening on the left side where she had cancer. Patient also indicated that she had double mastectomy, and had reconstruction done because the implants didn¿t look good, so the surgeon switched the implant and tried to drop the implant lower, but it wasn¿t like the original reconstruction. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
Mre review cant not be completed at this time.follow up with texas quality team was made to request the mre review,.however, the serial number reported is not correct. Multiple attempts have been made to obtain additional details regarding serial number provided: sn (B)(6). However, no additional information has been made available. Should more information become available, mre activity will be performed and reported. Manufacturer¿s reference number: (B)(4).